Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2023. The original surgery date is on (B)(6) 2023. The reason for revision is reported patient fall that resulted in peri-prosthetic fracture during the revision stem and modular neck were removed and replaced with new devices.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. A review of the manufacturing documentation and sterilization documentation for the devices in question was performed. It revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.